Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first stapling of the stomach in a laparoscopic gastric bypass with anastomosis, the stapler stopped firing, the surgeon tried to continue but the trigger did not work. Surgeon replaced the device to resolve the issue. No patient injury.